Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) early than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that rrt was triggered on 2015-(B)(4), and the daily battery voltage trend data shows varying battery impedance.

Event description:
It was further reported that the device triggered false recommended replacement time (rrt). The device remains in use. No patient complications have been reported as a result of this event.